Manufacturer narrative:
One sample of the taperguard endotracheal tube was received for evaluation and the customer reported complaint was confirmed. An inflation/deflation test was performed and air was applied to the cuff. It was observed inflation was difficult and deflation was hard. A visual inspection was performed and it was observed the inflation line tubing was collapsed inside the lumen of the tube. Manufacturing controls are in place to detect cuffs with damage and to reduce the potential for occurrence during the manufacturing process. The reported customer report is a known issue and root cause investigation efforts have been addressed in a corrective and preventative action. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that prior to use on a patient, while checking the cuff, it was difficult to inflate and deflate the cuff. There was no patient involvement. The removed tube was tested by the sales rep, and he confirmed he needed to press the piston of the syringe really hard to inflate the cuff. There was no patient involvement.